Manufacturer narrative:
Referenced admission due to gastrointestinal bleed (gib) was mentioned in MFR# 2916596-2018-02970. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 9 months, 21 days. Investigation summary: a correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient had tenderness around the driveline area when admitted to the hospital due to gastrointestinal bleed (gib). A yellow drainage was observed at the site. Cultures performed which came positive for staphylococcus aureus. Patient was on ciprofloxacin and doxycycline for 11 days. A CT scan of abdomen was performed which revealed mild inflammatory changes near the driveline with no signs of fluid collection. Ciprofloxacin was stopped on (B)(6) 2018 and doxycycline was continued for an indefinite period. Patient was discharged on (B)(6) 2018. No further information was provided.